Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the rewarming phase of ivtm therapy, the customer noticed blood-tinged in the 500ml saline bag and the saline bag was near empty. No fluid observed under the thermogard ivtm system or patient's bed. The thermogard ivtm system did not generate an alarm. The customer replaced the saline bag and observed decreasing saline volume. A quattro catheter (lot #unknown) balloon leak and an infusion of unknown amount of saline into the patient was suspected. The customer did not perform the catheter leak check following the zoll's new IFU criteria before replacing the saline bag. No further information was provided by the customer. Patient's status information was requested but the customer did not provide a response.